Event description:
The customer reported that the spo2 did not work function and did not provide an inop.

Manufacturer narrative:
(B)(4): the customer reported that the spo2 did not work function and did not provide an inop. Although the available info is not enough to support that there was any health risk, philips is reporting this issue in abundant caution. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.